Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-08328. It was reported the patient experienced positional change in her stimulation and was contemplating an explant. The sjm representative reprogrammed the scs system; the patient was trying the new programs.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.